Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the solder joint between the flex and the battery conductor was cracked which could have caused the device to revert to backup mode.